Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had to recharge the ipg more than recommended. As a result, surgery intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.